Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri). A technical services consultant discussed with the local field representative that the declaration of eri appeared to be early. The device was explanted. There were no adverse patient effects reported.

Event description:
The device has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.